Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's sister reported via phone call that the customer ran out of insulin and can't get to everything until the tubing is filled. Caller stated that it would not allow them to go past it. Caller replaced the battery and everything was same after that. Caller stated that they are unable to exit the preparing to prime loop. Caller stated the customer accidentally went in the pool last week just for a moment. Customer dried the pump and it seemed to work fine until they needed to change the reservoir. Caller stated that the drive support cap was not sticking out. Caller was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Caller was advised to discontinue use of the pump and revert to a back-up plan. Caller was advised that the pump will need to be replaced.